Manufacturer narrative:
Corrected data: patient code 3191- secondary surgical intervention; lens explant. Result code 213 corrected to 114. (B)(4).

Manufacturer narrative:
Device evaluation: lens was returned with moisture on lens, in micro-centrifuge vial. Visual inspection found haptic torn. (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. (B)(4). Work order search: one similar complaint type event was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicm5 12.6, -11.50 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2018. Reportedly "the patient had a pain of the eye and there was no treatment for the pain." On (B)(6) 2019 the lens was removed. Per the reporter on (B)(6) 2019, "after removing the lens", the patient is in good condition. Lens removal resolved the problem.